Event description:
A hospital gynecologist reported that it took approximately five to seven minutes to attain a satisfactory pressure in a pt's abdomen upon connecting insufflator tubing to a veress needle for initial insufflation during a laparoscopic vaginal hysterectomy. A harmonic scalpel was being used for ultrasonic cutting and coagulation. During the case, the healthy pt experienced significant bleeding. The physician used a non-olympus suction/irrigator device to keep the visual field clear. The uhi-2 laparoscopic insufflator, set on 20 liters flow with a pressure setting of 15 mm hg was unable to keep up with the suction in sustaining pressure i.e., distention of the abdomen. The physician could not arrest the bleeding. The procedure was converted to open in order for the physician to obtain better visualization and stop the bleeding. An olympus sales rep reported that the pt bleeding was unrelated to use of the insufflator. Details about the pt's condition are unknown.